Event description:
The customer reported that while the iabp was in use on a pt, the iabp augmentation waveform dampened and the timing of the augmentation was early. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed "rapid gas loss" and "leak in the iab circuit," alarms in the fault log but he could not reproduce the failure. The iabp was tested to factory spec. It functioned normally and was returned to the customer. Since the symptoms reported may be related to an iab compromise, the customer was contacted with regards to the balloon involved in the event. The catheter was discarded by the customer; therefore, no eval can be performed and no iab complaint was initiated. (B)(4).